Event description:
Complainant alleged that during biomed testing, the device displayed "defib pad short" when attached to paddles. Complainant indicated that there was no pt involvement in the reported malfunction.